Manufacturer narrative:
The device has been discarded. The reported complaint cannot be confirmed without the returned sample. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involved a chemolock that epirubicin was leaking at the point of attachment of the chemolock to a 30 ml syringe during patient administration. It was reported that the syringe was prepared again and administered to the patient within approximately two hours. There was no report of adverse event.